Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via a manufacturer representative (rep) that they were getting very little pain relief from the implantable neurostimulator (ins). The patient thought the device was a failure and the patient got a small amount of relief on the right side and no relief on the left side. They didn't have time to program the device at implant, so the patient had stimulation to the part of the back that they did not need it and the severe part of the back was not being addressed. Stimulation was in the wrong location. The patient had a revision procedure on (B)(6) 2016 to replace the leads because they were not stimulating. The patient needed some tweaking on the left and right side. The ins was indicated for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.